Event description:
Needle stick on 10/22. Reported to rptr on 10/28 at 2:25 pm. Made sure needle and container were guarded against further problems. Incident still under investigation by user and will submit an addendum when investigation is complete.initial report: while doing morning equipment checks ff/medic was stuck with a sharp (16 ga angio) sticking through the side of the sharps box. It was unclear how or when the sharp came through the box. Ff/medic was sent for standard blood testing per dept policy. An injury report, worker's comp paperwork and narrative were filled out. There were photos taken of the box also.